Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported a blood leak occurred during treatment. The leak was reported to be an internal leak. The blood leak was visually observed in the dialyzer. Blood test strips were not used. A broken fiber was noted within the dialyzer. The machine did alarm. Estimated blood loss was less than 100 ml. No adverse effects were experienced by the patient and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was available for manufacturer evaluation and it was requested to be returned.

Manufacturer narrative:
The complainant facility returned one f160nre dialyzer for evaluation from the reported lot. The dialyzer was returned without the prepackaging pouch. The dialyzer was returned with corporate provided adapter and blood port caps. The fibers were wet with no indication of blood exposure but blood residue was noted in both headers. Gross visual examination noted a short fiber on the non-cavity ID end at approximately 90 degrees (with the dialysate ports at 0 degrees). No other damage or irregularities were noted. The reported complaint is confirmed as a fiber leak due to a short fiber noted during gross visual examination. The returned sample was subjected to a laboratory bubble point test where a steady flow of bubbles was noted within the location of the observed short fiber (at approximately 90 degrees with the dialysate ports at 0 degrees). Further examination of the fiber bundle did not identify any other damage or irregularities to the fiber bundle. The inferior surface of both polyurethane potting ends were examined for voids; no voids were noted. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.